Event description:
It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the device did not "work right due to user error". Manual compression was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (Reported unspecified user error). Investigation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned. Without the return of the missing components, the scope of the investigation was limited. Inspection of the device indicated that the posterior needle was ejected from the shank, but did not engage with the posterior cuff inside the posterior foot pocket and remained undamaged. This is indicative of the posterior needle being deflected away from the posterior foot pocket. The posterior cuff miss during needle deployment directly resulted in a failure to retrieve the suture when retracting the needle plunger. Subsequently, the suture knot would not form to be advanced to the arterial surface to close the vessel. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Boston scientific crm received info that one day post implant this lead dislodged. A successful repositioning was completed and the lead remains implanted. To date, there have been no adverse pt effects reported. At this time the product remains in service. If additional info becomes available this event will be updated as necessary.